Event description:
A 8f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci) of the left anterior descending artery (lad). A pre-deployment angiogram revealed a retrograde puncture of the common femoral artery (6.0mm), severe calcification, and a 50% stenosis adjacent to the puncture site. During deployment, the collagen was compressed with the tamper tube beyond the black indicator, and the physician felt the tamper tube slide into the artery. Use of the device was aborted and manual compression was applied for 30 minutes until hemostasis was achieved. The patient presented with coldness in the lower extremity. An ultrasound revealed a total occlusion of the artery at the puncture site. The pci was unsuccessful, and six days later the patient underwent another pci for the lad, and to re-establish sufficient blood flow of the legs.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. Angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. If patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.